Manufacturer narrative:
Quality controls were not measured on 06-apr-2026. Calibration and controls were acceptable prior to sample measurements on 13-apr-2026. Several customer maintenance actions were outstanding according to instrument log information. An instrument check was performed and passed without issue. The instrument surfaces were not clean. There was evidence of splashing on the incubation disk. A review of alarm trace data showed 77 sample quality related alarms within the last 30 days. Camera images from the analyzer showed particulate matter or dust on sample surfaces. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys troponin t hs on two cobas e 801 analytical units. The first sample initially resulted in a troponin t value of 199 ng/l when tested on the first e 801 analyzer. A new sample collected from the same patient resulted in a troponin t value of 24 ng/l. The first sample was repeated on the first e 801 analyzer, resulting in a troponin t value of 24.2 ng/l. The second sample initially resulted in a troponin t value of 48.2 ng/l when tested on the second e 801 analyzer on (B)(6) 2026. The second sample was repeated on the second e 801 analyzer on (B)(6) 2026, resulting in a value of 54.2 ng/l. A new sample collected from the same patient resulted in a troponin t value of 8.43 ng/l. The second sample was then repeated on the first e 801 analyzer on (B)(6) 2026, resulting in a troponin t value of 6.85 ng/l.

Manufacturer narrative:
The serial number of the first e 801 analyzer is (B)(6). The serial number of the second e 801 analyzer is (B)(6). The investigation is ongoing.